Event description:
The customer reported to olympus, the gastrointestinal videoscope insertion tube was damaged and there was a blockage in the scope. There were no reports of patient or user harm associated with this event. The device was returned for evaluation. During the device evaluation, there was contamination in the air/water and jet channels found. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation, in addition to the reported in b5, the device evaluation found the following: the light cover glasses adhesive was worn, the optical cover glass adhesive was worn, the distal end adhesive was worn, delamination was evident in the insertion tube (the customer reported insertion tube damaged), the switch condition was worn, the biopsy channel condition & brush passage has a blockage in the scope, the up and right angle were not to specification, and the up/down and left/right angle had play. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided. Based on the results of the investigation, the root cause could not be determined. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The event can be detected and prevented in accordance with the following IFU. IFU states that detection method in gif/cf/pcf-290 series operation manual chapter 3 preparation and inspection. IFU states that preventive measure in gif/cf/pcf-290 series reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.